Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, contrast concentration, tortuous anatomy, and damage to the inflation lumen. It may be possible that the distal shaft was kinked or entrapped within the vessel causing the inflation/deflation lumen to become blocked off; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified lesion in the external iliac artery. A 5x40mm armada 35 was used for pre-dilatation; however, after the first inflation to nominal pressure the balloon would not deflate. Several attempts to deflate the balloon were made and the balloon partially deflated. The device was removed from the anatomy. The procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.